Event description:
On (B)(6) 2013, it was reported that the connector between the handheld and wand was causing trouble. Most of time, the physicians needed to hold on to the connector with one hand to ensure that interrogation, programming, etc worked properly. The event had been occurring with increased frequency in the past couple of months. Attempts for product return have been unsuccessful.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2013 the wand, handheld, and flashcard were returned for product analysis. Product analysis on the wand revealed no malfunctions with the wand. The programming wand performed according to functional specifications. Product analysis on the flashcard also showed no anomalies associated with flashcard software or databases; the flashcard and software performed according to functional specifications. Product analysis on the handheld confirmed that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with 3 broken wire connections in the serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.